Event description:
It was reported that the user experienced hypoglycemia with glucose values in the 40s to 50s, confirmed not due to cgm compression, and required repeated oral glucose treatment; a cgm graph was referenced and the user was advised to sync ilet data and review best practices for meal announcements, avoiding overtreatment of lows, and not skipping announcements. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included follow-up outreach, request for data synchronization, and review of device data via a planned remote session. Investigation of this case revealed an undetermined cause for the hypoglycemia. It was concluded that the cause of the hypoglycemia could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.